Event description:
Customer reported intermittent make x-ray. Key sw broken.

Manufacturer narrative:
Service rep could not get system to fail. Replaced key switch assy. Replaced controller pcb. Performed functional checks, system operating as intended.